Event description:
The physician could not insert the sheath. It was noted that the introducer was not locking into the sheath, causing the introducer to be pushed out the back of the sheath. The ability to gradually dilate was lost as well as the stiffness required for insertion. It was reported that the pt expired, however it was not as a result of this event.

Manufacturer narrative:
The components were returned for eval on (B)(6) 2014 and sent for decontamination prior to testing. Visual inspection of the returned components was performed and it was found that the threads of the dilator were damaged. This damage is consistent with improper technique used during the insertion process. If the dilator is not seated properly before attempting to lock, damage to the threads can occur. If severe enough, this could prevent proper engagement of the dilator and sheath hubs, causing the reported problem. A company representative has provided training on proper technique to the physician and technical staff at the facility. Device history records were reviewed and no non-conformances were found which could have caused or contributed to this event. (B)(4).